Manufacturer narrative:
The customer¿s report that the front case was being replaced as they did not work was confirmed on the returned keypads. The proximate cause of the customer¿s report that the front case is being replaced as they did not work is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 02/22/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/28/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the front case was being replaced as it did not work. (Pcu).